Event description:
It was reported to baxter (B)(4) that a colleague infusion pump encountered a main display problem; this condition had the potential to interrupt delivery. It is unknown when or in which care area this event occurred. There was no patient injury, medical intervention necessary or adverse reaction in association with this event. Patient involvement is unknown. The user interface module master software version is unknown. No additional information is available.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510 number. However, it is being reported because it is same as or similar to product distributed within the u.s. A request for the return of the device has been made, but the device has not yet been received by baxter. Should the device be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer's reported condition of a colleague infusion pump with a main display problem was confirmed and reproduced during evaluation. The cause of the reported condition was determined to be faulty main display with missing display pixels. The main display was replaced to fix the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. This involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90.